Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Customer stated he is unable to get rid of the air bubbles. Customer stated they switched insulin and there are hundreds of little bubbles on the top. The reservoir had no problems delivering the insulin. Advised customer to monitor device and insulin.